Event description:
I had a breast lift with implants and natrelle inspira srm allergen breast implants were inserted on (B)(6) 2019. Around 3 months post op I started having massive headaches. My blood work shows increased eosinophils in the 500 range. I've been to the neurologist, endocrinologist, primary care physician, had multiple visits, normally a very healthy (B)(6) year old woman. I've had brain scans, MRI, CT scans, everything comes back unremarkable. All of my providers know I've been healthy up until I did the surgery and all of my headaches, neck pain, joint pain, ear pain all started within 3 months of the surgery. Now the implant is bulging from the right side of my chest. I have another ultrasound tomorrow with another mammogram. I went to the emergency room last night because these headaches are unbearable. I saw the recall on these implants and reading on breast implant illness and can only relate these symptoms to the implants. I am scheduled to see a specialist for breast implant illness in 2 weeks in (B)(6). But I am scared and can barely get out of bed to make it through the day. I am in constant agony. Please help. I have reached out to the surgeon who has done the surgery and waiting for his response. Please let me know if there is any additional info you can help me with. (B)(6). Thank you so much. I really am scared and need some answers. I have children and need to be able to take care of them. I just want to know if these implants are ok to leave in until I can get the surgeon to remove them or if I have a little time to get things in order. By the way I feel like my head is going to explode and I'm going to have a stroke. I don't want anymore implants or foreign objects in my body I should have never done this in the first place. I don't know the severity of this but by the way I feel, it has to be pretty severe. Nobody should have to feel like this. Thanks again and please let me know how to proceed and if this is a product that you know anything else about or have had any deaths in patients with these implants. My eosinophils were 250 prior to surgery. Now they are off the charts. Because my body is reacting to these implants. Breast implants need to be taken out. FDA safety report ID # (B)(4).